Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.

Event description:
A revision of the crt system was performed. However, the tissue was unusually soft and altered, giving the clinical impression of a possible chronic wound infection. The microbiological testing of the smear did not show any bacteria or fungus. The revision was complicated by excessive bleeding. The investigator assessed this as a possible chronic pacemaker wound infection. Wound debridement was performed and an intraoperative smear was taken. Coagulation was performed to stop bleeding. Patient was prescribed a prolonged course of antibiotics after crt revision.